Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The break in aseptic technique was further specified as the patient did not wear a mask for therapy. The patient was hospitalized for the event and treated with vancomycin (1 g, injection, frequency not reported), amikacin (150 mg (starting dose), injection), fortum (500 mg, injection, frequency not reported) and reflin (500 mg, ip, frequency not reported). It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a break in aseptic technique that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.